Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a watchman access system with the dilator in the sheath. Analysis of the tip, sheath, and hub/valve included microscopic and visual inspection. Inspection revealed thread damage (slight cross-threading), and the washer (from inside the hub) was missing from the device. Inspection of the rest of the device found no other damage or defect. The device was functionally tested for prep/flush. The dilator was inserted, and the hub/valve was tightened in the normal fashion, and positive pressure was applied. The device was found to be leaking from the hub cap. The dilator was removed from the was, and the valve was tightly closed (excessive force was needed to close fully) and positive pressure was applied again. The device did not leak with the dilator out of the sheath.

Event description:
It was reported a hemostasis valve leak occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was attempted to be used. It was prepared and inserted into the patient. It was noted that the hemostasis valve of the was could not be tightened which caused an excessive leak. The was was exchanged for another one to complete the procedure successfully. There were no patient complications.

Event description:
It was reported a hemostasis valve leak occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was attempted to be used. It was prepared and inserted into the patient. It was noted that the hemostasis valve of the was could not be tightened which caused an excessive leak. The was was exchanged for another one to complete the procedure successfully. There were no patient complications.